Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) between 500 and 600 mg/dl with large ketones and was in diabetic ketoacidosis associated with an alleged occlusion issue. Reportedly, the patient discontinued pump therapy and was treated by their health care provider. The patient received insulin via injection. During troubleshooting, the reporter stated that the pump was mechanically sound and was working at is should. At the end of the call, the patient was stabilized and their bg came down to 190 mg/dl. The patient stated that there was an occlusion alarm in the history. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged occlusion issue.